Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jan-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the remote manager had failed and did not recover. A field service engineer (fse) shut down the station and unlocked the side panel of the remote manager. The fse then replaced the detent latch, locked the side panel, and powered the station back on to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, remote manager failed and would not recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.